Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a skin flap infection. Subsequently, the device was explanted (date not reported) and the patient was reimplanted in the contralateral ear with a new device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 21, 2024.